Event description:
Complainant alleged that while treating a pt the device delivered 153 joules when 120 joules were selected. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.